Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit stopped sending readings to the bsm after a few minutes of use. They sent the unit in for repair and it is currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the multigas unit: bsm: model #: bsm-6701, sn: ni.

Event description:
The biomedical engineer (bme) reported that the multigas unit stopped sending readings to the bsm after a few minutes of use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit stopped sending readings to the bsm after a few minutes of use. They sent the unit in for repair. No patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: as the gf-210ra was returned for evaluation and the issue could not be duplicated, root cause cannot be determined. Known causes for no readings are related to incorrect settings or use error. No errors were observed during the evaluation. After the device was returned to the customer, no further issues were reported with the reported device. The root cause is unlikely to be related to an nk device malfunction.

Event description:
The biomedical engineer (bme) reported that the multigas unit stopped sending readings to the bsm after a few minutes of use. No patient harm was reported.